Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a maxillary and mandibularplasty performed on (B)(6), 2022. After making a mandibular burr hole, the surgeon started inserting the screw in question. However, the screw advanced just up to halfway through and did not go any further. As he put more stress to the screw, the screwhead broke off. The procedure was completed with a replacement without surgical delay. No fragment was left in the lesion. No further information is available. This report is for one (1) matrix lock screw ø1.85 self-tap l6 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.